Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.6mm vicmo12.6 implantable collamer lens, diopter -7.0 into the patient's right eye (od), the was implanted upside down. This occurred on (B)(6) 2019. Intraoperatively, the lens was removed and the lens tore. Within the same surgery the lens was replaced with an alternate, shorter lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visible inspection found the haptic torn. Corrected data: h6 - device code 3189 corrected to device code 3026. Claim# (B)(4).